Event description:
Event description guidant received information that this atrial lead had impedances greater than 2500 ohms. The patient needed an upgrade to a bi-ventricular pacing system, so the doctor addressed the issue then. The lead was explanted and successfully replaced without issue. The lead has been returned for analysis.